Event description:
It was reported that the patient indicated the inflatable penile prosthesis (ipp) never worked correctly as it leaked, the pump made strange sounds and collapsed. The patient stated that if the deflate button was pressed, the bulb would inflate again. The patient was no longer able to use the pump. Six months later, a surgical procedure was performed in which the existing ipp was removed and replaced. No additional information was reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issues, noise and pump dimpling cannot be established as the product is not available for analysis. DHR review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation is required.

Event description:
It was reported that the patient indicated the inflatable penile prosthesis (ipp) pump made strange sounds and collapsed. The patient stated that if the deflate button was pressed, the bulb would inflate again. The patient was no longer able to use the pump. No information was provided about the patient's outcome.